Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from the mid to upper 200's (mg/dl). Customer changed infusion site and administered a correction bolus with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that cartridge uses humalog and had been in use for 2 days as labelled. Recommendation was made to change the cartridge. During follow-up call with tandem technical support on the same day, customer reported that bg levels had decreased after changing the cartridge.